Event description:
It was reported that the patient presented to the hospital for a scheduled generator exchange procedure. Interrogation of the pulse generator prior to the procedure noted that the right atrial (ra) lead had elevated impedance and loss of capture. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.